Manufacturer narrative:
(B)(4). Evaluation results: (endoleak, ruptured aneurysm), (severely angulated aortic neck).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 6.5 x 5.7 cm abdominal aortic aneurysm approximately 26 months ago. The neck was severely angulated at 90 degrees below the renal arteries. It was reported that the patient presented with abdominal pain and was diagnosed with a contained ruptured aneurysm due to a proximal type 1 endoleak and aneurysm enlargement(see MFR # 2953200-2010-01473). Additionally the contralateral limb was chronically occluded and there was a fem-fem bypass in place (see MFR # 2953200-2010-01474). On (B)(6)2008, the aneurysm measured 5.5 x 6.0 cm with a non contrast CT. Three months post implant, the aneurysm measured 5.36 x 3.9 cm, two months ago, it measured 5.29 x 3.9 cm and 1 month ago it had grown to 4.86 x 5.68 cm. A total of 3 aortic cuffs (a 24 mm aneurx, a 28 mm aneurx and a 32 mm talent) were implanted to address the ruptured aneurysm. It was noted that the second aneurx cuff, the 28 mm landed a little too low because of the neck angulation (see MFR # 2953200-2010-1475). At the end of the case there was still a slight proximal type 1 endoleak and the decision was made to leave it alone and not further intervene . No additional clinical sequelae were reported and the patient is fine.